Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient reported for about the past 3 weeks, their stimulation shut off unexpectedly 4 times. Patient said the highlight was gone and the box around their group, and above the that said stimulation was turned off. They felt the only way to fix the issue was to take the battery out of the controller and put it back in until they were able to turn stim back on. Patient mentioned saturday night the controller would not turn stim back on for them. Patient said they inspected the controller contacts, but no visible damage was detected. Agent reviewed the issue should be analyzed by meeting with a manufacturer representative (rep) to interrogate the ins. The patient was redirected to their healthcare provider to further address the issue. Patient said they knew a representative they could contact.